Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records ad 02 feb 2021 was reviewed. On (B)(6) 2016, the patient had a conversion from uni-compartmental arthroplasty of the right knee to total knee arthroplasty. Indications for surgery included pain. During the procedure the knee joint revealed severe tricompartmental arthritic changes and uni-compartmental medially there was loosening. Depuy components including depuy patella and depuy cement x2 were used during this procedure. There was no mention of the manufacturer of the previously implanted uni. On (B)(6) 2017, the patient had a revision right total knee arthroplasty to right infected total knee. All components including the patella were revised. Depuy components were implanted during this procedure, including depuy cement x3. Doi: (B)(6) 2016. Dor: (B)(6) 2017 (right knee).